Manufacturer narrative:
Device is a combination product. Initial reporter facility name - (B)(6). Device evaluated by MFR.: synergy stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal stent damage with struts lifted and bunched distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal to distal left anterior descending artery. A 3.00 x 38mm synergy drug-eluting stent was advanced for treatment but encountered difficulty in crossing the lesion. The device was removed outside the patient's body and it was found out that the proximal part of the mounted strut was lifted. The procedure was completed with another of the same different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal to distal left anterior desceding artery. A 3.00 x 38mm synergy drug-eluting stent was advanced for treatment but encountered difficulty in crossing the lesion. The device was removed outside the patient's body and it was found out that the proximal part of the mounted strut was lifted. The procedure was completed with another of the same different device. No patient complications were reported.